Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex regional pain syndrome type ii. It was reported that in 2012, the patient experienced twitches and that her leads were moving too much. Her managing health care provider at the time suggested to place in paddle leads. The patient had another surgery done with the paddle leads in 2012, and after the twitching had resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.